Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was thermal damage to the belt cables and plastic ECG/distribution node covers. The electrode belt was disassembled and inspected for internal thermal damage. There was no evidence of thermal damage to the internal wires or pca components of the belt. There is no indication to suggest that the thermal damage originated inside of the electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry. The monitor passed essential performance testing. There is no indication of a device malfunction. There is no evidence of a device malfunction contributing to the reported fire. Manufacture date: monitor: 08/14/2015, electrode belt: 04/27/2015.

Event description:
A us distributor contacted zoll to report that a patient was burned by the lifevest. The patient reported that he was at home and caught on fire. The patient alleged that the fire was caused by the lifevest, and that his house also caught on fire. The patient was taken to the hospital, and the patient's nurse reported that he had third degree burns on his hands/arms/chest/back. The patient was treated for the burns and received a skin graft. Follow-up indicated that the patient remained in the hospital, and ended use of the lifevest. Based on zoll's investigation of the patient's device, there is no indication that the fire was caused by the lifevest. Disassembly and inspection of the patient's electrode belt did not reveal any thermal damage originating from inside of the device.